Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance issue was observed on the rv lead. One episode of non-sustained ventricular tachycardia episode containing lead noise was observed. Patient did not receive any shocks. It was recommended to have lead replacement procedure done. Patient decided to have the device and pacing functions of lead turned off. Patient was stable.